Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
The patient stated he had 3 v-go devices from the same box where the start button popped before 24 hours. The patient said this would happen after about 4 or 5 hours.